Event description:
It was reported that during surgery the doctor wanted to implant a biolox delta head, (B)(4), 40 x -3.5. It was stated "pulled ceramic head out of package and handed to surgeon who after inspection remarked that there was dust on the head and inside trunnion". Debris on the biolox head were visualized. It was also stated that the surgery was not delayed.

Manufacturer narrative:
The manufacturer did not receive devices and x-rays for review. Other source of documents (pictures) were received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).